Event description:
On (B)(6) 2022, the following information was provided to kci by the patient: on (B)(6) 2022, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed due to patient allegedly developed a periwound fungal infection that is being treated with prescribed nystatin cream. The v.a.c.® dressing was not changed from (B)(6) 2022 through (B)(6) 2022 due to wound care center holiday closure. The wound also had increased perspiration due to the weather getting warmer. On (B)(6) 2022, the following information was provided to kci by the wound care center nurse: the v.a.c.® drape contributed to the fungal infection due to holding in the moisture. The area was treated with nystatin and has since resolved. On (B)(6) 2022, a device history record review for the v.a.c.® granufoam¿ dressing lot number a03307v009 and associated v.a.c.® drape was completed. All end release testing of product and packaging met specifications. The v.a.c.® granufoam¿ dressing was not returned; therefore, a device evaluation could not be performed.

Manufacturer narrative:
(B)(4). Based on the information provided, it cannot be determined that the alleged periwound fungal infection requiring prescribed medication is related to the v.a.c.® drape. A device history record review of the v.a.c.® granufoam¿ dressing and associated v.a.c.® drape met specifications. The v.a.c.® granufoam¿ dressing was not changed for five days, beyond the manufacturer's recommendations. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.